Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the product was used for the removal operation for anterior cervical fixation on (B)(6) 2012. After removal of the set screw, the screw head was broken during the removal of the screw. The pieces of the fragment dropped into the operative field and the doctor retrieved them with forceps. The removal operation ended successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The investigation of the complained screw shows that one part of the expansion head broke off due to mechanical overloading during removal surgery. The measurable dimensions meets specification. The broken suface is homogenous which indicates material conformity as well. This is indicative of an overloading situation during excessive applied force that may have caused the breakage. No product fault could be detected.